Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low and falling blood glucose alert, with a reported low of 50 mg/dl. The pt contacted support for guidance; the agent advised fast-acting carbohydrates, and the user stated he would consume cookies to raise glucose, with the medical device problem and device component details remaining unclear due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings and insufficient information regarding any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental report will be submitted.